Event description:
Sample tested 2003 returned a vancomycin result of 32.9 result was questioned and sent for third pary repeat. Repeat result was 44.0. Repeat testing on olympus analyzer with fresh reagent, calibrator and control returned a value of 40.0. Patient subsequently went into kidney failure but customer reports that this event was not due to the initial result from olympus analyzer as that result was not used in the treatment decisions.